Event description:
During routine testing of the device at the svc ctr, the svc tech reported a scratched display lens. The monitor was originally returned for a potassium drift. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.